Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The button contacts become inverted when pressed and do not always spring back properly.

Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.